Event description:
It was reported to target that during the procedure, the gdc 2d was crowded out 5cm. The physician tried to retrieve the product, but the distal end got twisted in the coils in the aneurysm and remained stretched down at the removal. This event had no impact on the patient's health.